Event description:
Pt is on berlin heart. The pt was noted to have poor ejection (<50% every beat.) No changes noted in hemodynamic status. Fluid levels and pressures were normal and unchanged. No harm was caused. Drive pressure and % systole were increased gradually from 190-250 and 36-50%. The driver was replaced with a backup driver to check integrity of compressor, but no improvement to ejection. Began hand pumping for approx 5 minutes when ejection became 0% every beat, no effect. Pump replacement ordered by CT surgeon. Pump was exchanged at ICU bedside.what was the original intended procedure?functioning berlin pump lvad.device #1is this a laboratory device or laboratory test?no.